Event description:
Consumer called to report that he was burned on the leg from the heating pad. The burns resulted in blisters. He fell asleep on the heating pad which is contrary to proper use instructions. The consumer chose to not seek medical attention for the wound.